Manufacturer narrative:
A ge oec svc rep investigated the issue and found the sys required a new workstation mohterboard that was removed and replaced. Additionally , the generator fuse was found open and that was replaced as well. Further system eval found the image intensifier power supply also faulty and was replaced to restore sys functionality. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.

Event description:
The ge oec 2600 uroview fluoroscopy system would not boot up.